Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: dissection requiring bypass surgery. Device issue: no device malfunction has been reported. It was reported that the pt had an aortic dissection (joint right coronary artery (rca) area). The pt was taken immediately for bypass surgery. Reportedly, the bypass surgery was successful. No additional event or pt info is available.